Event description:
Boston scientific received information that this device declared elective replacement indicator (eri). Approximately two months later, the non-bsc right ventricular (rv) lead displayed shock impedance measurements greater than 125 ohms. All other lead measurements were within acceptable limits. A revision procedure was to be performed and the physician was electing to replace the device. It was unknown if the non-bsc rv lead would be replaced. No adverse patient effects were reported as a result.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Additional information was received that the device was later explanted and returned for reliability analysis.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.